Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a tubing leak. The reservoir was retained. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubing of cylinder 2. A separation was noted on the exhaust tubing of cylinder 2 at the strain relief junction. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Cylinder 1 was returned with the tow suture still attached. No functional abnormalities were noted with cylinder 1. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress was exerted on the cylinder 2 exhaust tubing near the strain relief to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.